Manufacturer narrative:
Patient age not available from the site. A medtronic representative went to the site to test the equipment. The manufacturer representative performed gain calibrations. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively of a sacroiliac and thoracolumbar procedure. It was reported that 2d images were and spotty and showed static. There was no impact on patient outcome. Additional information was received stating there was no issue with the 3d images, so the surgeon was able to move forward with the procedure. This issue caused a small surgical delay.